Event description:
The patient, who received a prior revision for a fusion approximately six months ago, presented at a follow up doctor's visit with pain. Images were taken which found two set screws placed in the s1 pedicles had backed out of polyaxial screws and, as a result, rods pulled of the poly screws that were placed in the pelvis bi-laterally. Revision surgery was performed to remove and replace the set screws and concomitant devices of the construct. This report is being filed for the two expedium set screws that are reported to have backed out, 179902000, lot codes unknown. Concomitant devices = expedium polyaxial screws, 179912899, 179912750, 179912745, 179912650, 179912645, 179912545, 179912550, 179902000, titanium rods (catalog numbers unknown), trans connectors (catalog numbers unknown), lateral connector (catalog number unknown).

Manufacturer narrative:
The patient presented at a follow up visit with pain. Surgeon took images and found that the locking caps for the screws placed in the s1 pedicles popped out of the screw and the rods pulled out of the screws placed in the pelvis bi-laterally. Surgeon removed all hardware and replaced all the screws, locking caps, rods and transconnectors. Visual inspection of the set screws noted thread damage on two set screws. The threads were slightly deformed but remained intact. There were no visual anomalies on the remaining set screw lots. Device history record (DHR) review was conducted for the setscrew. No issues were identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. A review of the complaint trend analysis found no observed trends for issues of this nature. In the absence of an identified device manufacturing/release issue or an observed trend, this complaint will be closed with no further action required. If x-rays or additional information become available, the complaint will be re-opened and a further investigation will be conducted.

Manufacturer narrative:
It is not known if the devices will be returned for evaluation. A follow up report will be filed upon receipt of the devices and completion of the investigation or if it is determined that the devices are not available for evaluation.